Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed the actuator (pv21) was not opening and the tubing was partially pinched which was not allowing the needle bellows to drain completely. The fse cleaned and lubricated actuator (pv21) to resolve the issues. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).

Event description:
The customer reported approximately 10 mls of diluted blood leaked from the coulter lh 500 hematology analyzer. The leak was contained within the instrument. The customer stated that there were no results being recovered on patient samples and partial aspiration errors were recovered by the instrument. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the occurrence. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or to patient treatment attributed to this event.